Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report. Cat # 6570-0-036, lot # 32533401, description: delta v-40 ceramic head 36/-5. It cannot be determined which, if any of these devices, may have caused or contributed to the patient's infection.

Event description:
It was reported that: "patient hip was infected. Doctor irrigated and cleaned out hip. Proceeded to do a liner and head exchange."